Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is still implanted in patient.

Event description:
Per the company representative, the device was implanted in the patient in (B)(6) 2015. The facility followed up with the company representative to report that the patient acquired an infection at the site of the implant. The hospital is questioning the perosity of the material and whether the implant was exposed to a non-sterile environment; the surgeon has not yet determined whether to treat the infection or perform a revision surgery to remove the implant. As it is currently implanted, the device is not available for investigation.